Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's screen went blank while on a patient. For this event, the ventilator was taken off of the patient and replaced with no patient harm or injury.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr found electronic panel blank due to bad backlight. The fsr replaced the display and also calibrate blender as it was out of specification. User verification tests and calibrations were performed on the device. The device passed all tests and performed as per manufacturing specifications.